Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, alerts for high, high voltage lead impedance were observed. At that time, the decision was made to continue monitoring the lead. From (B)(6) 2019 change in the impedance ranges were noted. A cxr was performed in feb and noted that nothing remarkable was visualized with the rv lead. The patient has never received therapy. The hvli was reset. If the trend continues upwards, it was suggested that the lead be replaced. At this time, they will continue to monitor remotely. Patient next clinic visit is scheduled for (B)(6) 2020. The patient is stable.